Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The settings on the monitor were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a left monitor fault. No patient injury was reported.